Event description:
Health professional reported that a lap-band device was removed because "there was a hole in the band." According to the reporter, the pt had presented with symptoms (not further clarified) and when the physician injected methylene blue into the device the dye leaked out (indicating a possible leakage).

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a tapper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the bad may occur due to leakage from the band, the port or the connector tubing."